Event description:
A greenfield filter was implanted. On an unknown date it was noted there was a perforation. The filter was noted to be tilted. No further patient complications were reported. It was further reported that the greenfield inferior vena cava (ivc) filter was implanted on (B)(6) 2017. A computed tomography (CT) abdominal scan was performed following implantation which indicated the filter was in place in the inferior portion of the vena cava.an additional CT abdominal scan performed in (B)(6) 2018 indicated that the filter was tilted to the right with its proximal cone lying on the wall of the ivc possibly embedded in it. The legs of the filter have penetrated through the wall of the ivc into the pericaval/mesenteric fat.

Manufacturer narrative:
Date of event: unknown; therefore, date is approximated.

Event description:
A greenfield filter was implanted. On an unknown date it was noted there was a perforation. The filter was noted to be tilted. No further patient complications were reported.